Manufacturer narrative:
Additional information: the reported complaint of could not untighten the v-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling both the v-setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could fully insert into and engage the setscrew inset and untighten the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it. The device has reached normal eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change due to eri. During the procedure, the physician was unable to unscrew the chronic right ventricular lead. After trying multiple wrench tools, the physician had to crack the header block off the pacemaker can to attempt to loosen the set screw and remove the lead from the header. After all attempts to unscrewing the lead being unsuccessful, the physician had to cut the chronic lead and implant a new rv lead. The pacemaker was replaced. The patient was stable.